Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a stent embolization occurred. The target vessels were the right posterior descending artery (r-pda), the left circumflex (cx), and the left anterior descending (lad). Per the procedure notes, "the guiding catheter was advanced over the wire to the ascending aorta and the rca was selectively engaged. The luge wire was advanced through the stenosis and positioned distally. In attempting to advance the stent through the proximal rca, the stent became dislodged off of the balloon and embolized to his lower extremity. Consequently, the balloon was positioned in the posterior descending artery and a platinum plus wire utilized. The pda was inflated at 12 atmospheres for 11 secs. The balloon was withdrawn and an attempt was made to re-advance the balloon to the mid right coronary artery. However, due to the multiple stents, this was not possible. Consequently, the balloon and wire were removed and guiding catheter removed." Another physician was consulted and successfully retrieved the stent from the lower extremity with a snare. The pt was transferred to the coronary care unit in a stable condition and pain free. "The pda had a 90% stenosis which was successfully angioplastied resulting in a 50% residual stenosis. However, given the extent of the disease in the cx and the inability to advance the stent through the rca, the pt is being referred for bypass surgery." Medications used during the procedure included integrilin and heparin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.